Event description:
It was reported that customer received a failed battery test after changing batteries. After troubleshooting for failed battery test, alarm did not occur. Customer also reports to experienced keypad anomaly. Customer reports that act button was not responding. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. Intermittent button response was noted due to flattened button dome switches. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.